Event description:
When the physician assistant was pulling the peg(percutaneous endogastric) through the abdominal wall, the string attachment at the end of the peg broke in half. The peg was able to be placed without incident.